Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that after the patient finished showering, they went to reconnect their tubing and the connector needle fell off from the end of the tubing. At the time of the incident, the patient blood glucose level was 135 mg/dl. Moreover, there was no damage to the infusion set when the package was first opened. Reportedly, they replaced the infusion set and resumed insulin successfully. No further information available.